Manufacturer narrative:
E1: patient city: (B)(4). Patient country: canada.

Event description:
Reference number (B)(4). Event occured in canada. On 06-aug-2024, it was reported that the patient encountered infusion set leakage in tubing. Infusion set was in use for two days. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number, serial number and primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated based on the complaint investigation for (B)(4). Information that follows is copied from the investigation performed on 1975944. The batch 6006329 in question was manufactured at the osted site. Investigation process of the complaint was carried out in accordance with 3a02067 quality specification - inset ramp-up & inset guard ewis, version 15 for the code leakage from connection between the tubing connector and the infusion set (cannula part/base piece). Complaint investigations. To test the product, the reference samples from the lot have been requested. Test results: visual test according to 3a02067 version 15 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 1 according to test method 51-0174 version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 2 according to 3a02067 version 15 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6006329 was manufactured according to 3902085 version 79 appendix 1 batch card for production of packaging room, on 01/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 07/may/2025 against malfunction code reported leakage from connection between the tubing connector and the infusion set (cannula part/base piece) and lot 6006329 and no other complaint has been registered in database for the same lot 6006329 and malfunction code reported. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.